Event description:
The customer requested an event log review to check programming. A diprivan infusion, concentration of 10mg/ml, intended programming of 10mcg/kg/min was reported to have over infused. The customer stated 90ml infused in 10-15 minutes. The pt had to be "rescued." Medical intervention was required, details of the intervention was not provided.

Manufacturer narrative:
(B)(4). Devices not received, log review pending. Although requested, device has not been received. The event logs and data set have been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.